Event description:
As reported per the edwards field clinical specialist (fcs), later in the evening after a successful and uneventful transfemoral tavr procedure, the patient became hypertensive and unstable. It was believed that a small aortic perforation was created during the procedure and that the elevated pressures caused a larger perforation. The patient expired the next day.

Manufacturer narrative:
At autopsy, the patient was found to massive mediastinal and pleural cavity hemorrhage, with approximately 2 liters of blood in the thoracic cavity. Upon closure inspection of the aorta two areas of fresh dissection were seen: arch and proximal descending aorta, with no visible intimal tear, with surrounding periaortic hemorrhage; and distal thoracic aorta in association with an intima tear but no periaortic hemorrhage. Given the lack of intimal tear in the proximal lesion, it seems possible that shearing of the fragile aortic wall at this site led to shearing of the bronchial artery within the outer media. In addition to those findings, the patient was also found to have focal small acute myocardial infarcts, possibly secondary to the exsanguination. There were indications of chronic left and right-sided heart failure, with mild liver congestion and hemosiderin-laden macrophages within the lung parenchyma. No coronary occlusions, pulmonary emboli, or other hyperacute cardiovascular events were identified at autopsy, and the cause of death was almost certainly exsanguination from the proximal descending aorta. The lungs showed mild to moderate emphysema. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, are known potential complications associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. Due to the fact that the aortic perforation occurred in the thoracic aorta, it is unknown at what point in the procedure the perforation occurred and which of the multiple devices used during the procedure caused or contributed to the event, if any. The IFU precautions include patients with significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe "unfolding" and tortuosity of the thoracic aorta. It is unknown in this case if this patient's thoracic aorta was heavily calcified, contained large atheroma, or any other of the conditions listed above; however, the patient had a pre-existing history of polymyalgia rheumatica and was on chronic steroid therapy. This may have predisposed the patient to vascular injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards field clinical specialist (fcs), later in the evening after a successful and uneventful transfemoral tavr procedure, the patient became hypertensive and unstable. It was believed that a small aortic perforation was created during the procedure and that the elevated pressures caused a larger perforation. The patient expired the next day. Additional investigation revealed that the preliminary autopsy showed the valve was intact and firmly in place, and the access site was clean. There was adventitial dissections and probably acute inter and medial tears in the thoracic aorta. There was pleural hemorrhage, with two liters of blood in the patient's chest. The patient expired approximately 12 hours post op. It was indicated that the event was procedure related, and not device related. The official autopsy is not available at this time.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, are known potential complications associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. Due to the fact that the aortic perforation occurred in the thoracic aorta, it is unknown at what point in the procedure the perforation occurred and which of the multiple devices used during the procedure caused or contributed to the event, if any. The IFU precautions include patients with significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe "unfolding" and tortuosity of the thoracic aorta. It is unknown in this case if this patient's thoracic aorta was heavily calcified, contained large atheroma, or any other of the conditions listed above. With the limited information provided, the root cause of the aortic dissection cannot be assessed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.